Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm. This event occurred during drain two of four while the patient was connected. There was nothing found during trouble shooting that could have caused or contributed to the reported event. The renal therapy service agent (rtsa) advised that the patient needs to disconnect, and assisted the patient with ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.